Event description:
Ventilator stopped ventilating and displayed a message which read "safety valve open." The device resumed working 10 seconds later.====================== manufacturer response for ventilator 840, covidien======================service technician from covidien replaced the breath delivery unit (bdu) central processing unit (cpu) and did all associated testing.